Manufacturer narrative:
Summary of evaluation: the tibial insert cannot be evaluated for reported wear as it has not been returned for evaluation. A DHR review for this insert is not possible as the lot code and complete catalog number have not been provided. Attempts to obtain add'l info have been unsuccessful.

Event description:
Reporter states, "patient had a left total knee with howmedica p.c.a. Modular total knee system. Patient complaints were up & down for pain. Poly tibial insert was exchanged at that time."